Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and pneumonia on an unspecified date. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include the patient not being able to breathe, have pain and patient's heart racing. The patient was treated with insulin, 2 unspecified antibiotics, fluid bags and breathing treatments. The patient was discharged two days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.